Event description:
While utilizing the endoclip applier. Surgeon found that the jaws would not close on the tissue and/or staples slipped off. He took out of pt and tried it and found that the staples did not close correctly. Misfired.